Event description:
The customer reported "no image in monitor screen".

Manufacturer narrative:
(B)(4). There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.